Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer received information in relation to a dreamstation auto CPAP device. The patient has alleged kidney disease/toxicity. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.